Manufacturer narrative:
Updated h.6 type of investigation, investigation findings, and investigation conclusions based on the evaluation closure. No device was returned for evaluation. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other similar events for this lot. During manufacturing of the esheath plus introducer sheath, the sheath and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. Imagery was reviewed the vessels were noted to be undersized vessels (less than or equal to 5.5mm for use of the 14f esheath) near the femoral head/inguinal ligament. Presence of calcification and tortuosity was noted in the access vessel. The IFU, training mitigations, controls relevant to the reported issue has provided guidelines and instructions to physicians on how to properly handle, prepare, and use the thv and system in the IFU and training materials. The users are instructed on how to screen patients to ensure adequate vessel access and to reduce vascular complications. In addition, a step-by-step instruction on how to insert and advance a delivery system through the sheath including mitigation steps and best practices to address high push force are provided. The users are instructed to correctly orient and lock the delivery system in default position before insertion and for the loader to be fully advanced into the sheath. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion, and in expectation of high friction, use short movements and push delivery system closer to sheath hub. Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity, and degree of calcification. If push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system. If push force is too high or valve and sheath are damaged or valve is still stuck, remove valve and sheath together as a single unit and replace, and do not over-manipulate the sheath at any time. In case of vascular injury, vascular complication management instructions are included for resolution. Based on the review, no IFU or training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. A product risk assessment (pra) was previously initiated to investigate the cause and assess the risks associated with high push force of the commander delivery system with s3u through the esheath/esheath+. The risks outlined in the pra remain the same, no further actions are required at this time. The difficulty advancing the delivery system and valve through the sheath was unable to be confirmed without the returned device. As the device was not returned, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issues with the sheath during device unpacking or preparation. Based on the imagery review, undersized minimum luminal diameter, calcification, and tortuosity were observed in the patient's access vessel. Per the IFU/training manual, ''push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity, and degree of calcification.'' The presence of calcification, tortuosity, and undersized vessels can create a challenging pathway during delivery system advancement, leading to resistance. Additionally, tortuosity induces sub-optimal angles that can lead to non-coaxial alignment between the devices, which may further contribute to resistance. In this case, it is possible that any excessive forces used during delivery system advancement contributed to injury on the external iliac artery and the manual compression contributed to injury on the common femoral artery. As such, available information suggests that patient factors (undersized vessels, calcification, tortuosity) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. There were no IFU/training materials inadequacies or edwards defect identified. Therefore, no corrective or preventative actions are required.

Event description:
As reported by a field clinical specialist, during a tavr procedure with a 23 mm sapien 3 ultra in the aortic position a second 14f esheath was inserted without resistance. The second 23 mm commander and 23 mm sapien 3 ultra were inserted. Moderate resistance was encountered at the level of the right inguinal ligament. The 23 mm commander and 23 mm sapien 3 ultra were able to be advanced to the thoracic aorta where valve alignment was performed. The valve was deployed successfully in the aortic annulus. Prior to esheath removal, angiography revealed a potential tear in the right external iliac artery with extravasation. An 8 mm diameter by 10 cm viabahn graft was successfully deployed to seal the extravasation. Manual compression was applied to the right common femoral artery (rfca) area after closure of the arteriotomy with the aforementioned perclose proglide devices. Subsequent angiography revealed a dissection/thrombus at the rcfa puncture site. Vascular surgery performed a cutdown and grafted the r cfa. The patient is stable post-procedure with good doppler flow and was transferred to recovery. Per the fcs, the iliac injury was possibly due to high advancement forces and the rcfa injury may have been due to manual compression after pre-deployed perclose device sutures and knots were advanced.

Manufacturer narrative:
Thv/tvt registry. The investigation is ongoing. The esheath was not returned for evaluation.